Event description:
It was reported that a patient experiencing palpitations presented to clinic for follow-up. The pulse generator exhibited backup vvi operation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.